Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device has not been returned to manufacturer.

Event description:
It was reported that the pump exhibited a no disposable clamp tubing alarm. Air bubbles were present in the tubing. Troubleshooting was performed and the pump continued to alarm. No patient injury was reported.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be an inoperable downstream occlusion (dso) sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.